Event description:
Boston scientific crm received info that this lead was dislodged one day post implant. The lead suture was split in two. A new lead was implanted and to date, no adverse pt effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to the dislodgement as mentioned in the complaint, the analysis did not show any deviation from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The visual inspection demonstrated a split fixation sleeve and cutting within the outer insulation. There was no evidence of a material or manufacturing problem. Mechanical stress while implanting/explanting the lead should be taken into consideration.